Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective reference valve. The fse replaced the reference valve, ise tubing, cleaned ise and flushed reagent lines which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion-selective electrolyte (ise) patient result with negative anion gap on their system au681-10e, chemistry analyzer. There were also issues ise calibration and quality control. The erroneous patient results were not reported out of the laboratory. The customer repeated the patient samples with results considered correct. There was no report change to treatment, injury, or death associated with this event. The customer did not provide data for review.